Manufacturer narrative:
H.6. Investigation: this is the first complaint for loose component on material 394995 & batch 9309903. To aid in the investigation of this incident, three picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the product was found separated, confirming the reported incident. A device history record review was performed for provided lot number 9309903. During the production process, issues within several manufacturing stations were identified; however, corrections were made during the production process to resolve the issues identified and ensure product was per specification. A quality alert was issued to raise awareness to all manufacturing personnel. It has been determined that this issue has a low chance of recurrence and further action has not been determined necessary at this time.

Event description:
It was reported that the bd connecta¿ stopcock experienced a loose injector or separation of injector and mating component. The following information was provided by the initial reporter: the tube broke off during the injection of contrast medium with 2ml/sec flow.

Manufacturer narrative:
Date of event: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd connecta¿ stopcock experienced a loose injector, or separation of injector, and mating component. The following information was provided by the initial reporter: the tube broke off during the injection of contrast medium with 2ml/sec flow.